Event description:
Readings were higher than normal. While troubleshooting, the customer rec'd normal control test results that were 59 mg/dl or more highter than the upper control limit. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.